Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the charge-pak battery charger of the customer's depleted prematurely. During device evaluation, physio observed that the device had the charge-pak and attention icons in the readiness display. The device would not remain powered on to charge and deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the internal hybrid layer capacitor (hlc) batteries would not charge above 3.56 volts. The device's internal hlc batteries, designators bt1, bt2 and bt3 on the analog pcb assembly were damaged, and would no longer charge properly. The cause of the reported issue was due to the internal hlc batteries being damaged and not holding any charge. Further root cause could not be determined. A replacement device was provided to the customer under warranty.